Event description:
During a site visit, customer reported "they noticed microscopic droplet on top of the 0.2 micron filter during a transfusion." Event occurred within the last year, but no additional date/patient/event information was provided. No patient harm or medical intervention was reported.

Manufacturer narrative:
Manufacturer's report date: 01/15/2014. Internal file no: (B)(4). The affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.